Event description:
It was reported, the stimulation was "not working" and that the patient could not recharge the implantable neurostimulator (ins) on (B)(6) 2012. Approximately one month later it was reported, the patient had coupling and communication issues. The patient had not been able to get more than 2 bars coupling and it would "take days to charge." The ins was reported to be superficial and it was stated the ins may be flipped, but it was not confirmed. Approximately 6 weeks later, the day of report, it was reported that the ins was flipped. The patient refused to have evaluation/x-ray to determine ins placement and would follow up with her physician on a "need basis." The ins could not be charged. No surgical intervention had been done.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3487a-45 lot# v419202, implanted: 2010 (B)(6), product type lead product ID, 3487a-45 lot# v506763, implanted: 2010 (B)(6), product type lead. (B)(4).